Event description:
Procedure type: adrenalectomy, patient sex: unk. Reportedly, while using the device, blue material in the patient cavity was confirmed. It was retrieved. The procedure was completed properly. No patient injury was reported.